Manufacturer narrative:
Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "sometimes they got extra hot". Complaint sub-class: wrap/patch/pad too hot. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass wrap/patch/pad too hot. Expedite trend identified?: no. Other trend identified?: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] sometimes they got extra hot [device temperature issue]. Narrative: this is a spontaneous report from a contactable consumer. A male patient of unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated he had been a long time user of your back, neck, heat wraps even when you had the 18hr gold boxes but the best ones were those you discontinued although sometimes they got extra hot. The patient complaint it was gotten to be so expensive because he used them daily and you only got 2 back-3 neck wraps in the boxes. The consumer further reported he wore these wraps everyday due to many years of being a truck driver. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. On (B)(6) 2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "sometimes they got extra hot". Complaint sub-class: wrap/patch/pad too hot. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass wrap/patch/pad too hot. Expedite trend identified?: no. Other trend identified?: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (09dec2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (15jan2021): new information received from a contactable consumer included: additional reporter information, patient gender, additional event details. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "sometimes they got extra hot". Complaint sub-class: wrap/patch/pad too hot. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass wrap/patch/pad too hot. Expedite trend identified?: no. Other trend identified?: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] sometimes they got extra hot [device temperature issue]. Narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she/he had been a long time user of your back, neck, heat wraps even when you had the 18hr gold boxes but the best ones were those you discontinued although sometimes they got extra hot. The patient complaint it was gotten to be so expensive because she/he used them daily and you only got 2 back-3 neck wraps in the boxes. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. On 09dec2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "sometimes they got extra hot". Complaint sub-class: wrap/patch/pad too hot. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass wrap/patch/pad too hot. Expedite trend identified?: no. Other trend identified?: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (09dec2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "sometimes they got extra hot". Complaint sub-class: wrap/patch/pad too hot. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass wrap/patch/pad too hot. Expedite trend identified?: no. Other trend identified?: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. Based on the complaint narrative the patient reported that sometimes the wraps got extra hot. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. There was limited device specific information provided, no batch number, or return sample was available for evaluation. Without a batch reference number and /or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. There was reasonable suggestion of device malfunction with severity o f harm s3. The status of the sample at the site was not received.

Event description:
Event verbatim [preferred term]: sometimes they got extra hot [device temperature issue]. Narrative: this is a spontaneous report from a contactable consumer. A male patient of unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated he had been a long time user of your back, neck heatwraps even when you had the 18hr gold boxes but the best ones were those you discontinued although sometimes they got extra hot. The patient complained it had gotten to be so expensive because he used them daily and you only got 2 back-3 neck wraps in the boxes. The consumer further reported he wore these wraps everyday due to many years of being a truck driver. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. On 09dec2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "sometimes they got extra hot". Complaint sub-class: wrap/patch/pad too hot. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass wrap/patch/pad too hot. Expedite trend identified?: no. Other trend identified?: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additionally, product quality group provided the following investigation summary on 26feb2021: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. Based on the complaint narrative the patient reported that sometimes the wraps got extra hot. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. There was limited device specific information provided, no batch number, or return sample was available for evaluation. Without a batch reference number and /or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. There was reasonable suggestion of device malfunction with severity o f harm s3. The status of the sample at the site was not received. Follow-up (09dec2020): new information received from the product quality complaint group included: investigation results. Follow-up (15jan2021): new information received from a contactable consumer included: additional reporter information, patient gender, additional event details. Follow up (27jan2021): follow up attempts completed, no further information expected. Follow-up (29jan2021): follow up attempts are completed. No further information is expected. Follow-up (26feb2021): new information received from a product quality complaint group includes: investigation results. Follow up attempts are completed. No further information expected.

Event description:
Event verbatim [preferred term]. Sometimes they got extra hot. [Device issue], narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date at unknown dosage for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she/he had been a long time user of your back, neck, heat wraps even when you had the 18hr gold boxes but the best ones were those you discontinued although sometimes they got extra hot. The patient complaint it was gotten to be so expensive because she/he used them daily and you only got 2 back-3 neck wraps in the boxes. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.